Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections and backup pump for insulin therapy.